Event description:
It was reported that the device was noted to be in back-up mode upon interrogation. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was successfully reprogrammed and restored on (B)(6) 2024. The patient then presented for an in clinic follow up experiencing syncope. Upon review, the pacemaker was found to be in back-up mode. The pacemaker was successfully reprogrammed and restored. The patient was in stable condition.